Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a flexima biliary stent system device was used during a stenting procedure, performed on (B)(6) 2009. According to the complainant, the physician could not deploy the stent. The inner catheter of the device was stretched when the physician withdrew the device to deploy the stent. The procedure was completed with another flexima biliary stent system device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Visual inspection of the device revealed the push catheter was bent along its working length. The suture hole on the push catheter was torn. The stent and the suture were still loaded to the push catheter upon return. The suture connecting the stent and the push catheter was observed twisted about 360 degree. The working length of the stent was also observed bent. The functional analysis of this device could not be performed due to the proximal end of the guide catheter being stretched on the push catheter. The suture was cut to access the guide catheter and the guide catheter was found stretched, kinked and containing a suture impression on the distal end. The inner guide catheter likely got stretched due to the excessive force applied by the physician in the attempt to retract the guide catheter and deploy the stent. The stent most likely damaged at the same time as the inner guide catheter got stretched. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a flexima biliary stent system device was used during a stenting procedure performed on (B)(6), 2009 (patient gender; age and weight are unknown). According to the complainant, the physician could not deploy the stent. The inner catheter of the device was stretched when the physician withdrew the device to deploy the stent. The procedure was completed with another flexima biliary stent system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.